Event description:
On (B)(6) 2025, the user attempted to complete a supply (infusion set, luer adapter and insulin cartridge) change independently but inadvertently inserted the filled cartridge without rewinding and improperly connected it to the infusion set already in use, potentially delivering a large, unintended dose of insulin. The user remained alert and asymptomatic, stayed hydrated, and monitored bg levels while disconnected from the ilet. A follow-up call was made later on (B)(6) 2025, during which the user reported that their bg had decreased to 109 mg/dl (via glucometer), with the continuous glucose monitor (cgm) reading 84 mg/dl. The user had not yet reconnected the ilet and intended to continue monitoring bg levels prior to resuming insulin pump therapy. On the evening of (B)(6) 2025, the user called again, seeking assistance with reconnecting to the ilet, as advised by their doctor. The user was guided through the supply change and reconnection process. No current or long-term health effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.